Manufacturer narrative:
The investigation found the root cause of the event to be damaged threads of the associated trial component, which resulted in the difficulty removing the trial from the handle. The handle is fully functional. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the tip of the bipolar head trial handle broke off the threads remained lodged in the trial.

Event description:
It was reported that the tip of the bipolar head trial handle broke off the threads remained lodged in the trial.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.